Manufacturer narrative:
An event regarding abnormal ion levels involving an unknown restoration stem was reported. The event was not confirmed. Method & results: product evaluation and results: not performed as no product was returned for evaluation. Clinician review: no medical records were received for review with a clinical consultant. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: the event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, pre and post operative x-rays, operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. It is also noted that the patient is inquiring if the subject device is part of a product recall. As no product details were provided it is unknown if the subject device was part of a product recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient was implanted with an lfit cocr v40 femoral head on his left hip on or about (B)(6) 2015 and was revised on (B)(6) 2016. It is further alleged that he suffered injuries as a result of implantation of the device at issue and excessive levels of chromium and cobalt in his blood.

Manufacturer narrative:
Corrected data: device details, manufacturing site for devices an event regarding abnormal ion level involving a restoration modular stem was reported. The event was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the event could not be confirmed as insufficient information was provided. Further information such as device return, pre- and post-operative x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.